Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a non sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). Patient came into clinic and had programming changes done. No further alerts regarding this issue were received after programming changes. Patient was stable.